Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event found that based on review of all available information, there is no evidence to suggest that the reported dislocation and subsequent revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed. Cocr fem head 36mm +7 offset 12/14 (cn: 142-36-07, sn: (B)(6).

Manufacturer narrative:
Pending evaluation. Cocr fem head 36mm +7 offset 12/14 (cn: 142-36-07, sn: (B)(4)).

Event description:
As reported, approximately 6 years postop the initial right tha, the patient¿s right hip dislocated. The surgeon changed the poly for more constraint. Patient was last known to be in stable condition following the event. Devices not returning, thrown away by hospital.